Manufacturer narrative:
Physio-control confirmed with the customer that the device was removed from service.the device will not be evaluated by physio-control and the cause of the reported failure cannot be determined.

Manufacturer narrative:
(B)(4). Physio-control informed the customer that service on the device is no longer available and recommended discontinuing use of the device based on the reported failure. After several follow-up attempts with the customer, physio was unable to confirm if this particular device was removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure cannot be determined at this time.

Event description:
It was reported that the device had potentially critical event codes logged that would prohibit the use of defibrillation therapy. There was no patient use associated with the reported failure.